Manufacturer narrative:
Previously reported on pr (B)(4) with MDR# (B)(4). Device investigation has taken place on pr - (B)(4) with MDR#(B)(4).

Event description:
It has been reported to philips that tempus pro has major screen issues that cannot be resolved via calibration. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.